Event description:
The customer reported receiving a loaner unit that failed to power up.

Manufacturer narrative:
The customer reported receiving a loaner unit that failed to power up. The unit was evaluated at philips, and the symptom was verified. Replacing the control pca resolved the issue.